Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 rtg0160888 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reports having a problem with ins (B)(6) 2020, and in (B)(6) 2020 hcp performed a revision that did not resolve the issue, pt still has pain from the therapy not working right and also pain at ins site. Pt is looking for a dr to fix the issue so pt can continue using the therapy but no dr will touch patient because they did not implant the device. Pt is suffering. Pt wants to go to the dr's at (B)(6) but they will not perform the surgery. The caller was redirected to pss emailed pr area reps to assist in locating a dr who may be able to work with pt.